Manufacturer narrative:
Correction #s: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-2133 and 1627487-2012-2134. It was reported that after implant the patient experienced swelling and fluid at her implant sites and the physician had to drain the fluid twice. She also reported heating at the ipg site during charging. She stated the physician did not confirm any allergies to the system. The issues allegedly did not resolve and the physician consequently explanted her system on (B)(6) 2010. The patient reported she has a permanent dent in her spine at the area of the surgery. Follow-up with the physician's office did not indicate the patient had suffered any defects from the stimulator. No further information is available at this time. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.